Event description:
A total knee arthroplasty was revised approximately 1.5 years post operatively due to tibial loosening.

Manufacturer narrative:
The returned device is currently undergoing engineering evaluation. The device history record review provides assurance that the part was accepted with conformance to the product requirements.